Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9. H3, h6: part # 03.010.523. Lot # l496165. Manufacturing site: oberdorf. Release to warehouse date: 24 oct2017. Supplier: synthes gmbh. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the driving cap/threaded (part # 03.010.523, lot # l496165) was received at us customer quality (cq). Visual inspection of the received device showed the threaded distal tip broken and the broken tip of the driving cap was stuck in the mating device hybrid insertion handle. The device had surface scratches along the shaft but has no impact on the functionality of the device. No other issues were identified with the device. Device failure/defect identified? Yes. Dimensional inspection: drawing: driving cap. Dimensional tolerances. Measured dimensions: groove ø = conforming. Shaft ø = conforming. Document/specification review: the following current and manufactured revisions were reviewed:: - connector for insertion handle - dimensional tolerances no design issues or discrepancies were identified. Complaint confirmed? Yes. Conclusion: the complaint condition was confirmed for the driving cap/threaded (part # 03.010.523, lot # l496165). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during an orif of femoral fracture procedure, the femoral recon nail and the impactor snapped off inside the femoral nail insertor during the procedure. The nail was successfully implanted. The procedure was successfully completed. This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).